Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Customer stated that the insulin pump had normal wear and tear. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. The device will be returned for analysis.